Event description:
The customer used the suspect device to check their blood glucose and obtained a result around 200 mg/dl. They took insulin and alter passed out. Emt's were called and they checked their glucose at 21 mg/dl. They were treated by the emts with a glucose IV and taken to the hosptial for observation. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.